Event description:
It was reported that after an iliac artery stenting treatment procedure, the tip of balloon catheter separated. The stent had been successfully deployed at the target location. When the physician was attempting to withdraw the delivery device, the tip of the balloon catheter was separated. The tip was in the introducer sheath and the physician was able to retrieve it. The procedure was completed with this device and there were no patient complications. The current patient condition is reported as 'fine.'

Manufacturer narrative:
The device has been received for analysis, but requires additional investigation which is not complete at this time. A supplemental MDR will be submitted when the investigation has been completed.